Event description:
Pt. Was seen in her ob/gyn office because she noticed her nexplanon seemed to be cracked. She described it as painful. The device was removed via small stab incision in the left arm with 15 blade scalpel. Implant was grasped with a hemostat and removed intact. The nexplanon was removed in one piece, however, there was a noticeable crack down the middle perpendicular to the length of the nexplanon rod. Site was closed with steri-strips and pressure bandage applied.